Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 3seconds. A pinhole was located near the center of the balloon. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).